Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break. Imdrf impact code f2301 captures the reportable event of the retrieval of the stent with the integrated inner catheter from the patient.

Event description:
It was reported to boston scientific corporation that a flexima biliary preloaded stent was used for the treatment of biliary stones during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the inner catheter tore off when the stent was deployed which caused difficulty in releasing the stent. The guidewire was removed; however, the inner catheter remained in the stent inside the patient. Subsequently, the stent along with the inner catheter was retrieved and a second flexima biliary stent was used. However, it was noted that the stent was unable to deploy. A third flexima biliary stent was used and the procedure was completed. There were no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.